Event description:
Soft tissue was performed for patient with a total knee implant . Implant components remained tact.

Manufacturer narrative:
Soft tissue repair was performed for patient with a total knee implant. Implant components remained intact. Cause of soft tissue injury is unknown. Review of the device history record indicates that the device was manufactured to specification.